Event description:
It was reported the rigid video scope device fibre bonding in the outer tube area (distal end) was damaged. The video cable was broken and therefore stripes in image occurred. There was no reports of patent harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6 and h11. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image is displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore stripes in image occur and no image is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer stated that the procedure performed was a diagnostic procedure (diagnostic check-up). The event occurs before sedation and the procedure was completed with an olympus back-up device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. Updated field: b5 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.